Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced abdominal and pelvic pain erosion, extrusion, recurrence, urinary problems dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, procidentia of the cuff of the vagina, complete cystocele, complete rectocele, complete enterocele and bilateral paravaginal defect and mesh was implanted. It was reported that the patient had a concurrent procedure of a sacral colpopexy, paravaginal defect repair, posterior repair performed during mesh implantation.